Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 38 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found evidence of damage, with struts on the proximal end bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x38mm synergy stent, it was noticed that there were broken raw struts on the proximal end of the stent. The device was never introduced inside the body and the procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 2.25x38mm synergy stent, it was noticed that there were broken raw struts on the proximal end of the stent. The device was never introduced inside the body and the procedure was completed with another of the same device.